Event description:
As reported via (B)(4) study, a patient experienced an st-elevated mi (stemi), in-stent thrombosis, under-dilated stent, and side branch occlusion. At the time of the index procedure, angiography revealed a type c de novo, calcified, bifurcated lesion in the mid lad. The lesion was 35mm in length and the vessel was 2.5mm in diameter. It was unknown if the lesion was pre-dilated. A 2.5 x 23mm driver stent was implanted at 18atm at the distal portion of the mid lad at 18atm and a 2.5 x 18mm cypher bx was implanted at 18atm proximal to the driver stent, overlapping it. The stents were post-dilated with a non-cordis balloon. Ivus was not conducted and it was unknown if act was measured. The patient received aspirin, ticlopidine and heparin. The following day, the patient developed stemi. Angiography showed thrombus inside the driver and cypher bx stents. The thrombus was treated with balloon angioplasty and aspiration and an additional bms stent was implanted. Physician's comment: the probable causes of the thrombotic event were because: the stents implanted at the mid lad were under-dilated because of the narrow vessel diameter and the calcified lesion; the effect of the coronary dissection at second diagonal, which resulted from poba treatment due to the poor flow after stent implant; the administration of ticlopidine hydrochloride was started on the same day as the stent implant.

Manufacturer narrative:
Concomitant medical products: aspirin 100mg/day: (B)(6) 2008 (continuing); ticlopidine hydrochloride 200mg/day: (B)(6) 2008 (continuing); heparin unknown dosage: (B)(6) 2008 (during the pci). Complaint conclusion: information received from (B)(4) study indicated that a patient experienced a coronary artery dissection, side branch occlusion, thrombosis and a myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for diabetes and smoking. The target lesion was the mid left anterior descending artery (lad). The lesion was described de novo, calcified and in the area of a bifurcation. The lesion was 35mm in length and the vessel was 2.5mm in diameter. It was unknown if the lesion was pre-dilated. A 2.5 x 23mm driver stent was implanted at 18atm at the distal portion of the mid lad at 18atm and a 2.5 x 18mm cypher bx was implanted at 18atm proximal to the driver stent, overlapping it. The stents were post-dilated with a non-cordis balloon and a dissection occurred in the second diagonal. Ivus was not conducted and it was unknown if act was measured. The patient received aspirin, ticlopidine and heparin. The following day, the patient developed stemi. Angiography showed thrombus inside the driver and cypher bx stents. The thrombus was treated with balloon angioplasty and aspiration and an additional bms stent was implanted. The physician commented that the probable causes of the thrombotic event were because: the stents implanted at the mid lad were under-dilated because of the narrow vessel diameter and the calcified lesion, and the effect of the coronary dissection at second diagonal, which resulted from poba treatment due to the poor flow after stent implant. The stent was implanted and no available for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion, thrombosis and mi are known potential adverse events associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. The stent under-expansion mentioned by the physician is typically associated with lesion characteristics such as being calcified and procedural factors such as pre-dilation of the lesion or atherectomy to break-up the calcification to optimize stent wall apposition. Review of the information provided suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the reported events. The thrombosis and mi are most likely the result of side-branch occlusion and the dissection that occurred in the side-branch. There is nothing in the DHR or the reported information to indicate that there is a design or manufacturing related issue therefore no corrective action is required.